Manufacturer narrative:
Inspection confirmed that the bed frame and side rail mechanisms were functioning correctly. Information collected during the investigation revealed that the customer experienced difficulties locking the side rails. Excessive force was allegedly required, which was caused by inserting a mattress too wide for the bed frame. Although the auralis plus mattress is designed to be used with the citadel plus bed frame, the customer did not adjust the bed frame width using the integrated extension sections as instructed in the instructions for use. The customer used the auralis plus mattress (model 636b02, width 122 cm) with the citadel plus bed frame (standard width 103 cm). According to the citadel plus design, the bed frame width can be extended up to 134 cm using eight width extension sections. This adjustment was not performed because the customer was unaware of this functionality, resulting in an incompatible configuration that compromised side rail locking. According to the instructions for use (citadel plus bed frame, 831.374-en): ¿always use a mattress of the correct size and type. Incompatible mattresses can create hazards.¿ ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ additionally, the IFU instructs daily checks of side rail operation and contacting arjo or an approved service agent if a malfunction is identified. It also provides illustrated instructions for bed width adjustment. The incident occurred because the citadel plus bed was used without adjusting its width to accommodate an auralis plus mattress, resulting in improper side rail locking and a patient fall. The root cause was an incompatible configuration due to lack of awareness of the bed¿s width extension functionality, combined with possible patient interaction with the side rail (the patient placed his arm over the side rail, possibly unlocking it). Inspection confirmed that the bed frame and side rail mechanisms met their specifications. The device was in use by the patient when the side rail opened and therefore played a role in the event. The complaint was assessed as reportable due to the side rail disengagement during use, which resulted in the patient¿s fall and a serious injury.

Event description:
One of the bed frame side rails opened, causing the patient to fall from the bed and sustain a shoulder fracture. The event occurred during patient care while the patient was being turned onto his left side. One caregiver was attending while the other had left the room. In this position, the patient placed his arm over the side rail. At some point, the side rail opened, and the patient rolled onto the floor.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that the left-hand head-end side rail opened and the patient fell off the bed and sustained shoulder fracture.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report. UDI number:(B)(4). The device is distributed outside the us and no gudid information exists.